Manufacturer narrative:
The survey covered the following product systems that were used in cases over a 12 month period: midas rex legend surgical drill, midas rex mr7 high-speed surgical drill, stealth midas system, and midas rex electric bone mill. There was no specific device model number or serial/lot number(s) identified or reported as part of the survey. PMA/510k: no information at this time. There was no specific device model number identified or reported as part of the survey. The event dates were not provided in the survey. The survey was randomized and participants were given the option to remain anonymous on their inputs. There was no additional information available on the initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through a post market survey of 30 participants in four (4) countries (B)(6) that adverse events may have occurred. The survey covered the following product systems that were used in cases over a 12 month period: midas rex legend surgical drill, midas rex mr7 high-speed surgical drill, stealth midas system, and midas rex electric bone mill. The survey was randomized and participants were given the option to remain anonymous on their inputs. It was not possible to ascertain specific device information from the results or to match the events reported with previously reported events. Identified adverse events reported includes: cerebrospinal fluid leak (csf leak), thermal tissue damage due to device overheating, infection, trauma, acoustic damage and potential damage to nerves, tissue or spinal cord.